Event description:
Event description it was reported during procedure to treat a lesion in the sfa using complete sefl-expanding device, the device was delivered to the target lesion and stent deployed, however, the delivery system was caught in the stent mesh. The physician had to surgically remove the device. There was no difficulties noted when removing the device from the hoop and no difficulties encountered during preparation of the device before use in the patient. The stent was damaged when the delivery system was being retracted and was surgically removed from patient. Patient is reported to be good post surgery. Device analysis: the catheter shaft was kinked immediately distal to the strain relief. The device failed to meet 0.035" patency specification due to a kink on the inner polyimide shaft however the device was confirmed to meet the 0.035" patency specification up to the kink point on both the distal and proximal inner shaft sections of the returned the device. The proximal end of the distal tip was severely flared and raised indicating that it may have snagged during removal.

Manufacturer narrative:
Evaluation results: deformation problem. Patient condition affected effectiveness of device (highly calcified lesion). Related to operational context (procedural related). Evaluation conclusion: operational context contributed to event (procedural related). Device failure/lack of effectiveness related to patient condition (highly calcified lesion). (B)(4).